Manufacturer narrative:
(B)(4). Batch # p58l2z. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload not loaded in the device. The cartridge reload had the proximal 31 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an ileostomy closure procedure the device was found to be very difficult to fire on the 1st attempt. The trigger would not move much. Once it did fire the device stapled okay on the proximal end, but were not properly formed at the distal end. (Unknown what formation looked like) it was also noted that the device did not cut all of the way and it was unknown how far that it did cut. It was unknown how the procedure was completed. There were no patient consequences reported.